Event description:
It was reported that customer experienced no delivery and replace cartridge messages. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting when contacted by technical support, and no further action was taken based on the information provided.